Event description:
It was reported that during vena cava filter placement procedure, the filter deployed prematurely inside the patient and migrated. The target location was the mildly tortuous inferior vena cava. Vascular access was obtained in the femoral vein. As the physician advanced the stainless steel greenfield vena cava filter with 12f introducer system through the inferior vena cava, mild resistance was encountered. The greenfield filter prematurely deployed in the inferior vena cava, and migrated to the atrium of the heart. The physician successfully snared the greenfield filter, pulled it down to the inferior vena cava distal to the renal veins and implanted it in the intended location. The physician successfully completed the procedure with this device. No further patient complications were listed and the patient¿s status was reported as ¿ok¿.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).